Manufacturer narrative:
A field safety notice #(B)(4): requested for all single-site 5mm curved cannula including part number 428061-03 to be replaced and returned. The complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-site curved cannula accessory was found to be broken. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.